Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge was leaking from the undefined location. Reportedly customer did not perform air removal step in loading process. Blood glucose was not impacted. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.